Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the returned device was applied on tissue beyond the indicated range. The reload was fully fired with the interlock engaged. The clamping mechanism was deformed. Staple pushers were partially flush with the cartridge. The reloads were loaded into a representative instrument. The reloads were cycled without hesitation or binding and were applied to test media. Test media was cleanly transected. The reload interlocks were tested and found to function properly. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis and leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a esophagus resection procedure, while building a gastric sleeve, the device lock on tissue and was removed with gentle pressure from the jaws with one finger. It was also reported that the surgeon noticed that there were several bleeding spots along the staple line and the cutting line was frayed after the first and second staple line were applied. The surgeon manually sutured the spots to stop the bleeding. A third reload was used to complete the procedure. Medtronic's initial evaluation of the incident device found that the device had been used beyond the recommended tissue thickness range.